Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision recommended, asr xl - right, reason(s) for revision: unknown. This is the second part of a resurfacing to xl revision. See (B)(4) for revision of resurfacing head. Cup was implanted (B)(6) 2007. All other products implanted (B)(6) 2009. The xl system has not yet been revised. Stem is not a depuy product. Product ref: (B)(4). Lot number: oo1388. Update received: 5th july 2014 - advised non depuy stem and filled mapped to mw fields. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem update ad 17 apr 2018: communication received from (B)(6). No new additional information that needs to be reported. Doi: (B)(6) 2009; dor:(B)(6) 2014; right hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.